Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) was explanted and returned for analysis. There were no reported allegations made against this device's function or operation while implanted.